Event description:
It was stated that occlusion aval. The defect occurred during infusion.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a sensor that was out of specification. The sensor was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.